Event description:
Reliance 6.5mm x 50mm polyaxial screw, ti, is part of the rms pedicle screw system. Reliance medical systems was made aware of the two broken screws, september 24th, 2019 via email from physician. Implantation of devices was performed (B)(6) 2018 by dr. (B)(6) at (B)(6) medical center. Dr (B)(6) discovered the broken screws during screw removal on (B)(6) 2019. Physician reported there was no injury to the patient. Screw heads were removed and sent to pathology and the embedded screw shaft was left in the bone per physician. It is unknown when or how the screws broke.